Event description:
Device 3 of 3: reference MFR. Report: 3006705815-2019-01071, 1627487-2019-03718. It was reported patient experienced weight loss and to address this issue patient had a pocket revision on (B)(6) 2019 where no products were explanted. The physician also buried an anchor deeper. It is unknown which anchor was buried deeper, therefore both anchors are being reported.